Event description:
The patient reported that the entire trial neurostimulator came out of their skin while sleeping. The implanting physician worked with the patient to make sure the incisions were clean and covered. The patient has a routine follow-up scheduled with their physician to discuss a re-trial procedure.

Manufacturer narrative:
The surgical issue questionnaire was reviewed for potential causes of the reported issue. Based on this review, implanting the device at an off-label location and not performing x-rays immediately after the procedure to confirm device placement have been ruled out as potential causes. Additionally, the stimulator did not appear damaged, there were no signs of infection, and the patient did not touch or pick at the wound. A curonix representative conducted a review of sterilization and packaging records for the respective product lot; curonix has confirmed that the product was delivered sterile, validated sterilization parameters were used, and sterile barriers were verified to be intact following packaging. The stimulator is used to treat pain. The cause of the erosion is unknown. The investigation findings do not lead to a clear conclusion about the cause of the reported issue. Therefore, conclusion has been selected as unable to determine root cause. Rates reviewed at the most recent complaint trending meeting do not indicate a significant increase in surgical issues. Surgical issue rates remain acceptably low; thus, a CAPA is not required at this time. Surgical issue rates will continue to be tracked and trended.